Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain/pain"), menorrhagia ("abnormally heavy menstrual bleeding/ prolonged menstruation/ abnormal menstruation/abnormal bleeding ( menorrhagia)") and coronary artery disease ("blood or heart disorder/condition type: normal coronary arteries") in a (B)(6) female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included migraine, depression, headache and anxiety. On (B)(6) 2007, the patient had essure (ess205) inserted. On the same day, the patient experienced pelvic pain (seriousness criterion medically significant), migraine ("worsening of her migraines/migraines") and headache ("worsening of her headaches/ headaches"). In (B)(6) 2007, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), depression ("worsening of her depression/psychological or psychiatric problems condition:depression"), anxiety ("worsening of her anxiety/psychological or psychiatric problems condition: anxiety") and mood swings ("mood swings/psychological or psychiatric problems condition: mood swings"). In 2007, the patient experienced dyspareunia ("painful intercourse/dyspareunia (painful sexual intercourse)"), alopecia ("hair loss/hair loss"), fatigue ("chronic fatigue/fatigue") and weight fluctuation ("weight gain/weight gain / loss"). On (B)(6) 2014, the patient experienced hypertensive heart disease ("other injury(ies) or complication (s) please describe: htn (hypertension),benign"). On (B)(6) 2014, the patient experienced coronary artery disease (seriousness criterion medically significant). On an unknown date, the patient experienced dysmenorrhoea ("abnormally severe menstrual pain"), abdominal pain lower ("severe abdominal cramping/ severe lower abdominal pain"), vaginal discharge ("vaginal discharge"), vaginal infection ("chronic vaginal infections"), back pain ("severe lower back pain"), uterine pain ("severe uterine pain"), rash ("rashes"), pruritus ("itching"), arthralgia ("severe hip pain") and dysgeusia ("metallic taste in mouth"). The patient was treated with ibuprofen, surgery (thermal ablation) and surgery (cardiac catheterisation). Essure (ess205) treatment was not changed. At the time of the report, the pelvic pain, menorrhagia, coronary artery disease, dysmenorrhoea, abdominal pain lower, vaginal discharge, vaginal infection, dyspareunia, back pain, uterine pain, rash, migraine, headache, depression, anxiety, mood swings, pruritus, alopecia, fatigue, weight fluctuation, arthralgia, dysgeusia and hypertensive heart disease had not resolved and the vaginal haemorrhage outcome was unknown. The reporter considered abdominal pain lower, alopecia, anxiety, arthralgia, back pain, coronary artery disease, depression, dysgeusia, dysmenorrhoea, dyspareunia, fatigue, headache, hypertensive heart disease, menorrhagia, migraine, mood swings, pelvic pain, pruritus, rash, uterine pain, vaginal discharge, vaginal haemorrhage, vaginal infection and weight fluctuation to be related to essure (ess205). The reporter commented: patient had not yet had surgery to remove the essure micro-inserts. Consequently, she continues to suffer from the symptoms. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2007: confirmed full occlusion of fallopian tubes. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: hypertensive heart disease. Most recent follow-up information incorporated above includes: on 13-apr-2018: plaintiff's fact sheet and medical records received. Events per pfs: abnormal bleeding (vaginal, menorrhagia), psychological or psychiatric problems condition: depression, anxiety, and mood swings, migraines / headaches, blood or heart disorder/condition type: normal coronary arteries, dyspareunia (painful sexual intercourse), pain, vaginal discharge, fatigue, weight gain / loss, hair loss, other injury(ies) or complication (s) please describe: htn (hypertension),benign were added. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ("abnormally heavy menstrual bleeding/ prolonged menstruation/ abnormal menstruation/abnormal bleeding ( menorrhagia)"), pelvic pain ("severe pelvic pain/pain") and coronary artery disease ("blood or heart disorder/condition type: normal coronary arteries") in a 33-year-old female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included brain operation, onychia and paronychia. Current weight 260 lbs. Concurrent conditions included migraine, depression, headache, anxiety, attention deficit disorder, ductal carcinoma in situ and esophageal reflux. Concomitant products included ciprofloxacin (cipro 500 mg), furosemide (lasix), hydrocodone bitartrate;paracetamol (vicodin), potassium chloride and pregabalin (replica). On (B)(6) 2007, the patient had essure (ess205) inserted. On (B)(6) 2007, the patient experienced pelvic pain (seriousness criterion medically significant). In (B)(6) 2007, the patient experienced migraine ("worsening of her migraines/migraines") and headache ("worsening of her headaches/ headaches"). In (B)(6) 2007, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), vaginal discharge ("vaginal discharge"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), dyspareunia ("painful intercourse/dyspareunia (painful sexual intercourse)"), depression ("worsening of her depression/psychological or psychiatric problems condition:depression"), anxiety ("worsening of her anxiety/psychological or psychiatric problems condition: anxiety"), mood swings ("mood swings/psychological or psychiatric problems condition: mood swings"), alopecia ("hair loss/hair loss"), fatigue ("chronic fatigue/fatigue") and post-traumatic stress disorder ("ptsd") and was found to have weight increased ("weight gain"). In 2007, the patient experienced weight fluctuation ("weight gain/weight gain / loss"). On (B)(6) 2014, the patient experienced hypertension ("other injury(ies) or complication (s) please describe: htn (hypertension),benign"). On (B)(6) 2014, the patient experienced coronary artery disease (seriousness criterion medically significant). On an unknown date, the patient experienced dysmenorrhoea ("abnormally severe menstrual pain"), abdominal pain lower ("severe abdominal cramping/ severe lower abdominal pain"), vaginal infection ("chronic vaginal infections"), back pain ("severe lower back pain"), uterine pain ("severe uterine pain"), rash ("rashes"), pruritus ("itching"), arthralgia ("severe hip pain") and dysgeusia ("metallic taste in mouth"). The patient was treated with alprazolam (azor), amfetamine aspartate;amfetamine sulfate;dexamfetamine saccharate;dexamfetamine sulfate (adderall), antacids, caffeine, citalopram, ibuprofen, lidocaine (vagisil medicated cream), potassium, topiramate (topamax) and surgery (cardiac catheterisation and thermal ablation). Essure (ess205) treatment was not changed. At the time of the report, the menorrhagia, pelvic pain, coronary artery disease, dysmenorrhoea, abdominal pain lower, vaginal discharge, vaginal infection, dyspareunia, back pain, uterine pain, rash, migraine, headache, depression, anxiety, mood swings, pruritus, alopecia, fatigue, arthralgia, dysgeusia, hypertension and weight fluctuation had not resolved and the vaginal haemorrhage, weight increased and post-traumatic stress disorder outcome was unknown. The reporter considered abdominal pain lower, alopecia, anxiety, arthralgia, back pain, coronary artery disease, depression, dysgeusia, dysmenorrhoea, dyspareunia, fatigue, headache, hypertension, menorrhagia, migraine, mood swings, pelvic pain, post-traumatic stress disorder, pruritus, rash, uterine pain, vaginal discharge, vaginal haemorrhage, vaginal infection, weight fluctuation and weight increased to be related to essure (ess205). The reporter commented: patient had not yet had surgery to remove the essure micro-inserts. Consequently, she continues to suffer from the symptoms. Leave taken from this job or other job for medical reasons- aneurysm, pregnant and essure placement diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2007: results: confirmed full occlusion of fallopian tubes. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: hypertensive heart disease. Most recent follow-up information incorporated above includes: on 10-jan-2019: plaintiff's fact sheet- new event weight gain, post-traumatic stress disorder were added. New reporter, treatment and concomitant drug, medical history were added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.